Event description:
It was reported that the ventilation generated a technical error code indicating an internal memory error. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The evaluation of the returned picture shows that the alarm (te10001), indicating that the memory backup battery on the control printed circuit (pc) board is depleted, was generated on (B)(6). One day after, on (b(6), the alarm (te10003) indicating an error in the internal memory of the same pc board is generated. Note that (te10003) can occur if the unit detects the depleted lithium battery during startup. The reported ventilator was investigated by our field service engineer (fse) at the hospital, the issue was resolved by replacing the device control pc board. The ventilator passed all tests afterwards and was returned back to service. The replaced pc board was not returned for technical investigation. The memory backup battery on control pc board (pc1991) power supplies the internal memory. If the battery on pc1991 is disconnected or if the battery voltage is too low, startup ventilation configuration made may be erased. The memory backup batteries must be replaced after five years. The alarm that indicated an error in the internal memory on the control pc board may be related to the depleted battery, this has however not been confirmed since the replaced pc board was not returned for investigation.